Manufacturer narrative:
Correction: omit 10012241-0500, therapy date (B)(6) 2015 from concomitant medical products of initial report.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that they had a small leak between the green texium cap and y-site connection of primary tubing (cisplatin infusion). The volume of leakage was minimal (small droplets).there was no harm to patient.